Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that two nights ago she woke up with a blood glucose level of over 600 mg/dl. The customer was not being alerted with the sensor alarms. The customer's sensor glucose reading was 58 mg/dl but her blood glucose level was 128 mg/dl. The insulin pump powered off. The insulin pump alarmed lost sensor. Last time her blood glucose level was this high she was in a coma for a while. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was monitored for 48 hours with multiple basal rates, and no turn off screen, blank display or display anomaly was noted. The mini link transmitter communicated properly. The low and high expected sensor alarms functioned properly with the pump. No lost sensor, weak sensor, unexpected suspend alarm or audio/beep anomaly was noted during testing. No lost radio frequency icon on the screen was noted. The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The pump was received with minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.